Event description:
It was reported the customer was experiencing high blood glucose of 514 mg/dl. Customer changed the reservoir and blood glucose was at 585 mg/dl. Customer symptom was just burping. The drive support cap appears to be normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Cannula was not bent nor occluded. Customer was advised to do a complete set change. Customer blood glucose lowered to 537 mg/dl and then 507 mg/dl. Customer stated blood glucose was not coming down fast enough. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.